Manufacturer narrative:
Block b3: exact date unknown, event occurred on the weekend from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7129069. Product family: scs-ipg-r-MRI; upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 577914.

Event description:
It was reported that following the implant procedure, the patient experienced pain at the ipg site and had difficulty getting out of bed. The physician believed that the source of issue was hematoma. The patient was given lidocaine injections around the ipg site with no relief. The patient was hospitalized and underwent an explant procedure. All explanted device components were discarded by the medical facility.